Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection of vancomycin (2 grams for five days, route not reported) and injection of fortum (1 gram once a day, (route and duration not reported) for peritonitis. At the time of this report, the patient outcome of this event was unknown. Dianeal therapy was ongoing. No additional information is available.